Event description:
The pt stated that his blood glucose was 315 mg/dl and had been as elevated as "hi" on his blood glucose monitor. He stated that his blood glucose became significantly high after lunch and he bolused 7 units of insulin. He then gave himself another 7 units of insulin an hour later. He stated that his blood glucose then lowered to 30 mg/dl because he had "over dosed" on insulin, and he ate bagels and 4 glucose tablets to raise his blood glucose. The pt stated that he tries to keep his blood glucose around 120 mg/dl. He stated "it was my fault" he had eaten an "unusual meal" for lunch. The pt did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.